Event description:
Reportable based on device analysis completed (B)(4) 2013. It was reported that during percutaneous coronary rotablation atherectomy procedure, burr stuck on wire occurred. The target lesion was located at the left main and the circumflex arteries. A rotawire guide wire was selected and advanced to the lesion. The guide wire was able to cross the lesion. A 1.25 mm rotablator rotalink plus rotational atherectomy system was selected to treat the target lesion. The rotalink plus was loaded over the guide wire, outside the body for platform testing. After platforming, the burr would not move and was stuck on the wire. The rotalink plus and rotawire was removed as a unit. Both devices were exchanged for another of the same to complete the procedure. No patient complications were reported and the patient's status was fine. However, device analysis revealed there was a blue fiber on the distal coil of the catheter.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: device was returned for analysis. The related guidewire was not returned with the device. An initial examination of the complaint plus unit was carried out. A tug test and a connect/disconnect test was performed; no issues were noted with the unit handshake connections. The plus unit was wire guided using a test guide wire. Resistance was met in the annulus of the burr. During microscopic examination, the burr was noted to be misshapen and blue fibers were attached to the distal coil of the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).